Event description:
A patient that is status post bone marrow transplantation due to acute myeloblastic leukemia with severe veno-occlusive disease developed an unstageable pressure ulcer on the occiput related to the straps of a bipap mask.